Manufacturer narrative:
Failure analysis noted that the pump had unresponsive buttons then button error alarm due to corroded keypad traces. There was no battery out limit alarm. There was no moisture damage on the electronic assembly. The pump had cracks at the corner display window, cracked battery tube threads, scratched lcd window and broken reservoir tube lip. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump had a button error alarm. The customer's blood glucose reading was 237 mg/dl. The customer's father stated the pump alarmed battery out limit after they removed the battery because of the button error alarm. He stated that his daughter wears the pump in her pants while playing volleyball. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the pump would be replaced. The insulin pump was returned for analysis.